Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 14 pro max / 2.9.1 / ios 18.4.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.